Event description:
International affiliate reported that the surgeon damaged the pt's stomach with trocar needle when he tried to place the drain. A laparotomy was performed to repair the stomach. The pt's condition is stable.